Event description:
It was reported that the insulin pump alarmed for no delivery and that the blood glucose had been elevated. No troubleshooting was done as the no delivery alarm was a past issue that had been resolved. The blood glucose reading at the time of the report was 4.9 mmol/l. Customer had switched to a flexible cannula. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.